Event description:
The initial reporter received questionable ca2 calcium gen.2 (ca2) results from two patient samples tested on the cobas 6000 c501 module. The initial results were not reported outside of the laboratory. The reporter stated that the initial result looked low and questionable prompting the rerun of the patient samples in their other c 501 module. Sample ID (B)(6). The initial result from the module was 3.4 mg/dl accompanied by an "l" data flag. The first repeat result from the other module was 8.5 mg/dl. The second repeat result from an unspecified module was 8.5 mg/dl. Sample ID (B)(6). The initial result was 3.3 mg/dl accompanied by an "l" data flag. The first repeat result from the other module was 8.8 mg/dl. The second repeat result from the module "after fixing" was 8.5 mg/dl. The repeat results were reported.

Manufacturer narrative:
The reagent lot number is 72663701. The expiration date is 31-jul-2024. The field service engineer (fse) inspected the module and found the cause of the event to be the sample probe. He then replaced the sample probe including the sample syringe seals. He verified the instrument's performance by calibration and qc with successful results. The investigation reviewed the calibration performed on 18-aug-2023; no issues were noted. The investigation reviewed the qc recovery. The customer's provided qc recovery was within the provided ranges before and after the event. The investigation reviewed the customer's handling of patient samples; the patient samples were centrifuged for 5 minutes at 5148 rpm. The investigation determined that the centrifugation time may be shorter than recommended and the centrifugation speed may be faster than recommended. The investigation reviewed the alarm trace. The trace contained "abnormal probe sucking" errors. These are indicators of possible poor sample quality. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.